Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information is available at this time, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported that there was a lead integrity alert triggered due to oversensing on the right ventricular (rv) lead. It was also reported that shocks were delivered. A call was placed by the physician to the patient¿s home and it was reported that the patient was deceased. Follow up with the funeral home reported the cause of death as cancer. No further information is available.